Event description:
It has been indicated by the facility that the bed moved unintentionally - the backrest and the leg rest sections raised, when the facility power supply shut down. The event occurred during a user training with the device. The bed was quarantined. Fortunately, there were no injuries sustained.

Manufacturer narrative:
(B)(4). When reviewing similar reportable events for enterprise 8000 and 9000 beds, we found that this is first report concerning uncommanded enterprise 8000 or 9000 bed movement which we have received since oct-2012, where no material evidence for a device malfunction was found. The device involved in the event was inspected at the user's facility by an arjohuntleigh representative, who had not found any anomalies within the device. We further reviewed and found a number of cases with a similar fault description compared to the one investigated here: uncommanded bed movement where no failure has been found within the device. As the provided problem description is limited, and a detailed witness description of what occured is not available, we are left to review the information received from the customer, based on the device evaluation conducted by the technician and compare it to our product knowledge that in part comes from previous complaint investigations. (B)(4). It is most likely that the uncommanded bed's operation, has been caused by an accidental activation of a button on the control panel or the handcontrol - this situation might occur when more than one person is operating the device at the same time, when handcontrol is not stored correctly and gets caught between the moving parts of the bed or when part of the additional equipment (e.g. Tubing) are pressed against any buttons that have not been locked. To further reduce the probability of hazardous situation taking place, the operator of the device is warned in the product instruction for use (e.g. #746-585_UK dated on jul-2013), which is delivered to the customer with each enterprise bed, that "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patients' controls". Although in the investigated complaint there were no health consequences to the patient, based on a potential for harm with high severity we determined to treat this complaint as a reportable one in the abundance of caution. In summary the device failed to meet its specification and it was used at time of event. There were no injuries sustained. Given the circumstances of this event, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.